Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female who underwent primary breast augmentation with a 425cc mentor memorygel breast implant experienced right sided baker grade iii capsular contracture accompanied by pain post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on june 6, 2022. Additional information was received on june 14, 2022. In addition to the capsular contracture reported initially the patient also experienced bilateral ptosis. This report relates to the right prosthesis. See 1645337-2022-07553 for contralateral prosthesis report. The investigation of the returned device was completed by the failure analysis lab on june 19, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on march 29, 2022. An explant is scheduled for (B)(6), 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).